Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump display was changing its color and they cannot see things clearly on the display. The self test was performed and it continues the same. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests; however, the lcd display looks as though it is stuck on hi contrast. The user can read and navigate the menus, but everything looks bright. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. After swapping boards, the source of the problem appears to isolated to electrical board.